Manufacturer narrative:
(B)(4). Batch # r93758. Corrected data: device manufacture date is 5/8/2018. Investigation summary: the analysis results found that the el5ml device was returned with no damage to the external components. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 12 conforming clips. Upon testing, the jaws opened and closed without any difficulties. Also, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. The lot and batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy the clips wouldn't stay on the tissue after fastening. A second like device was used to complete the procedure. There were no patient consequences reported.